Event description:
Balloon burst during procedure - no injury to patient. Balloon shaft cracked.

Manufacturer narrative:
The facility called to report the complaint, requested a return authorization number and was sent a bio hazard box for the sample to be returned in on 3/4/2010. The complaint sample has not yet been returned for evaluation. Attempts have been made by customer service and the complaint coordinator to obtain the sample. Additional attempts will be made. Once the sample is returned, an evaluation will be conducted and a follow up report will be filed.